Manufacturer narrative:
Insulin pump received with missing retainer and reservoir tube o-ring. Insulin pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap or reservoir will not lock properly due to missing retainer. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was missing. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.